Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and a shorter lens was implanted due to shallow ac and excessive vault. The replacement lens resolved the problem. Cause reported as device and patient related factor.